Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks after receiving a left ventricular assist device (lvad) the previous year. The sensing vector was programmed to secondary at the time of the inappropriate shocks. Technical services recommended that with an lvad, alternate vector is recommended if possible. An in-clinic follow-up was planned and the alternate vector will be assessed at that time. No adverse patient effects were reported.